Event description:
Joint stiffness, dry mouth, joint swelling and pain, hair loss, memory problems, hand numbness, low grade temperature, fatigue, muscle aches and pains, shortness of breath, chest pain, swallowing problems, frequent urination.